Event description:
It was reported to boston scientific corporation that six months following a pelvic floor repair procedure (date of procedure unknown) using an uphold vaginal support system, the patient presented with buttock pain on the left side, "and most recently rlq pain." It was examined that the left mesh leg (or neoligament) had become extremely taut, "like a guitar string," but the right side was palpably "normal." The physician opined that the patient has had exuberant fibrosis with scar tissue as a cause, because the physician has "not had problems with overtensioning" in the past. The physician has attempted trigger point injections along with physical therapy in attempt to loosen the neoligament, but was unsuccessful. He is planning "to return to or to cut both of the legs in order to get the patient pain free." No further information regarding the event or patient has been forthcoming. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that six months following a pelvic floor repair procedure (date of procedure unknown) using an uphold vaginal support system, the patient presented with buttock pain on the left side, "and most recently rlq pain." It was examined that the left mesh leg (or neoligament) had become extremely taut, "like a guitar string," but the right side was palpably "normal." The physician opined that the patient has had exuberant fibrosis with scar tissue as a cause, because the physician has "not had problems with overtensioning" in the past. The physician has attempted trigger point injections along with physical therapy in attempt to loosen the neoligament, but was unsuccessful. He is planning "to return to or to cut both of the legs in order to get the patient pain free." No further information regarding the event or patient has been forthcoming. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Device being too tight. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.